Event description:
(B)(4).

Manufacturer narrative:
The resmed technical service center in france received and evaluated returned astral device. The system testing performed by technical services could not reproduce the fault. The reported failure was not confirmed. The device was cleaned, serviced, calibrated and tested then returned to the customer. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was received by resmed (B)(4) for evaluation. The device is currently being returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).